Manufacturer narrative:
Height: 55 inches. Based on the available information, this event is deemed a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on march 30, 2016. (B)(4).

Event description:
End user reports removing (B)(4) seal and there was a layer of (B)(4) seal left on her skin and she rubbed it off. As a result, her peristomal skin became slightly reddened.